Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturing reference number:2017865-2020-09136. It was reported that the patient presented remotely via merlin. Net for follow-up. Review of the transmission revealed, the right ventricle lead and the right atrial lead exhibited noise. No device intervention or patient condition was reported.